Manufacturer narrative:
In a good faith effort (gfe) response received from the customer, it was confirmed that the replacement flow sensor assembly was received and replaced. The device issue was confirmed to have been resolved following the part replacement. The device has been returned to service.

Event description:
Philips received a complaint on the v60 ventilator indicating that the patient disconnect alarm was sounding when running on a test lung. The device was outside of use at the time of the reported problem. There was no patient or user harm reported. The remote service engineer (rse) advised the customer to perform a performance verification test (pvt) to diagnose the issue. The rse stated that they suspected the flow sensor may be faulty, so they provided the part information for the flow sensor assembly (fsa) to the customer to order a replacement. The investigation is ongoing.